Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
Same case as: 2134265-2016-02554, 2134265-2016-02555. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled. During preventive maintenance, the pullback button on the touch panel was used and functioned normally. However, it was noted that when the pullback button on the mdu5+ was pushed, it would start to pullback then stop. Then, the touch panel's rec button was pressed and it functioned normally. The test was repeated 3 times with the same result. No patient involvement reported.